Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein a lead was added due to need of bilateral coverage. The device remain implanted in the patients body and the patient was doing well postoperatively.